Event description:
Pre-term newborn required IV access. Registered nurse (rn) attempted to place scalp IV. Blood return noted. As nurse advanced a smiths medical protectiv® safety IV radiopaque catheter, friction was felt and the IV was removed. When the catheter was removed from the patient it was displaced from the needle. Uvc had to be placed on infant instead.